Event description:
It was reported that the customer was hospitalized for low blood sugar levels. The customer does not remember anything that happened or events leading up to the event. It was indicated that their md does not want pt to continue on pump therapy. In addition, the customer's spouse checked the history and there was a large amount of insulin that was delivered. No further details.